Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration of device') in an adult female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for paracervical block: marcaine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and perforation to be related to essure. The reporter commented: with diagnostic hysteroscopy, both tubal ostia were well visualized and the endometrial cavity was smooth without structural abnormality. An essure micro insert was placed on the right with 3 trailing ring placements. This was repeated on the left with 2 trailing ring placement. She tolerated procedure well. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: newly added events- perforation, product indication was added. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration of device') in an adult female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for paracervical block: marcaine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and perforation to be related to essure. The reporter commented: with diagnostic hysteroscopy, both tubal ostia were well visualized and the endometrial cavity was smooth without structural abnormality. An essure micro insert was placed on the right with 3 trailing ring placements. This was repeated on the left with 2 trailing ring placement. She tolerated procedure well. Lot number: b06098 manufacturing date: 2013-03 expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in an adult female patient who had essure (batch no. B06098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for paracervical block: marcaine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: with diagnostic hysteroscopy, both tubal ostia were well visualized and the endometrial cavity was smooth without structural abnormality. An essure micro insert was placed on the right with 3 trailing ring placements. This was repeated on the left with 2 trailing ring placement. She tolerated procedure well. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2017: medical records received: reporter, lot number, patient's age group and essure insertion information added. Company causality comment this litigation case report refers to female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number received, ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B06098) inserted for female sterilization. The patient's previously administered products included for paracervical block: marcaine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: with diagnostic hysteroscopy, both tubal ostia were well visualized and the endometrial cavity was smooth without structural abnormality. An essure micro insert was placed on the right with 3 trailing ring placements. This was repeated on the left with 2 trailing ring placement. She tolerated procedure well. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-oct-2017: f/u summons received-earlier events were replaced with events migration of device, abnormal bleeding and pain. Essure stop date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up information received on 03-may-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in an adult female patient who had essure (batch no. B06098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for paracervical block: marcaine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: with diagnostic hysteroscopy, both tubal ostia were well visualized and the endometrial cavity was smooth without structural abnormality. An essure micro insert was placed on the right with 3 trailing ring placements. This was repeated on the left with 2 trailing ring placement. She tolerated procedure well. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-may-2017: updated quality-safety evaluation of ptc (with lot number) company causality comment this litigation case report refers to female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.